Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. The device was powered off, and then displayed a red "x" indicator and failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a solder joint on the main board. The board was repaired, the device was recertified and returned to zoll stock. The customer received a replacement.